Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after loading the reinforced reload and after four successful firings, the doctor pressed the green ready to fire button but the firing lever was loose and it didn't fire. The doctor repeated the firing cycle more two times but still it had the same result. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after loading the reinforced reload and after four successful firings, the doctor pressed the green ready to fire button but the firing lever was loose and it didn't fire. The doctor repeated the firing cycle more two times but still it had the same result. A new handle and reload were used to complete the case. There was no patient injury.